Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: "last week"; inratio: 1.5. Date: (B)(6) 2011; inr: 1.0. Date: unk; doctors office: 1.8. Pt's target therapeutic range is 2.0 - 3.0. Pt was unsure if the 1.8 result at the doctor's office was from (B)(6) 2011 or (B)(6) 2011. Pt did not specify if this result was from a meter or venipuncture.